Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cartridge change error occurred. Troubleshooting was performed and an o-ring was found on the pneumatic tap resulting in the cartridges not fitting onto the pump. Reportedly, the same cartridge was successfully reloaded and the customer was able to resume insulin delivery. Customer's blood glucose level was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change errors occurred. Customer¿s blood glucose level was 200 mg/dl. Reportedly, the same cartridge was successfully reloaded and the customer was able to resume insulin delivery, resolving the issue.